Event description:
The patient reported her blood glucose reached 25 mmol/l (450 mg/dl) and that she was not able to lower her bg level with two correctional boluses of insulin. She called for an ambulance where she was taken to the hospital. Upon arrival she was diagnosed with diabetic ketoacidosis. They placed her on an intravenous therapy of fluids, insulin and potassium. The pod was removed and it was noticed that the cannula was bent.